Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited a drop in r-waves, oversensing, a decrease in pacing impedance, and an increasing to high threshold. The right atrial (ra) lead exhibited high thresholds. Both leads pulled back and became dislodged. The leads were revised and remain in use. No further patient complications have been reported as a result of this event.